Manufacturer narrative:
(B)(4). Analysis of the returned product noted the stent was dislodged from the balloon and returned partially in the flared portion of the yellow protective sheath. The stent delivery system (sds) was not returned. There were mangled struts in the fifth, sixth, and seventh rows of the proximal struts. There were two flared struts in the proximal end of the stent. The inner diameter of the protective sheath and the stent outer diameters were measured and met manufacturing criteria. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, stent damage, or oversized balloon and stent due to partial inflation. In this case, it is possible the protective sheath was inadvertently handled during removal, resulting in the stent damage, dislodgement, and further contributing to the resistance reported. To ensure this is not a manufacturing deficiency, a sampling of units is inspected for sheath inner diameter, stent damage, and proper balloon fold. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A conclusive cause for the difficulty of removing the protective sheath or the dislodged and damaged stent could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation, when removing the plastic protective cover from the promus stent system, resistance was felt. Moderated force was applied, then more force was applied to remove the device from the hoop. After removal, it was noted that the distal tip of the stent was mangled and pulled off the balloon. The proximal portion of the stent was secure and crimped to the balloon. The stent system was not used and there was no patient involvement. Though requested, no additional information has been provided.